Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the provisional femoral head is too tight, preventing the femoral provisional neck from being inserted properly.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report has been submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned, the outer sphere exhibits damage. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.